Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a no disposable alarm. Per reporter 6.3 ml was remaining, the starting volume was 92 ml. No adverse patient effects were reported. Per reporter no additional details are available at this time.